Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch form received noted that the right ventricular lead displayed t-wave oversensing, impedance issue, and sensing issue. Lead integrity alert was received. No intervention was reported. Patient status was not provided.